Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 22 months after the implantation oversensing was noted. X-rays showed no lead damage. The same was observed via homemonitoring on (B)(6) 2017. The patient was hospitalized and the lead was exchanged. Should additional information become available this file will be updated.

Manufacturer narrative:
10/11/2017 - we were notified that this lead had insulation damage. The lead was returned for analysis. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis of the lead was able to confirm the notching at the atrial connector plug mentioned in the complaint. However, the insulation was intact in that area. In addition, damage was visible at the insulation close to the df-1 connector exit. The observed damage manifestation is characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Further inspection revealed ligature markings about 21 cm distal of the is-1 connector pins and multiple signs of abrasion along the lead. Especially in the area between about 26 cm and 28.5 cm distal of the is-1 connector pin, the insulation was severely damaged by squashing, as is mentioned in the clinical complaint. In this area, the rope conductor to the ring electrode had exited the lead body, and the coating of the rope conductors to the ring electrodes and to the shock electrode showed damage. The detected damage manifestation can with high probability be regarded as the cause of the incorrect vf detection. These damages require excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. During the mechanical analysis, a mandrin could only be inserted into the lead for 22 cm. For that reason, the fixation mechanics could not be checked. The measurement values of the electrical analysis were within the technical specification. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.